Event description:
Initial reporter stated white clear cassette would not go into the machine. Surgery was not in progress at the time. They stated they opened packs until one worked. There was no effect on the pt.